Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Received the part associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed the customer reported complaint, with the primary failure of a frayed grip cable. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Known causes of this failure include damage to the cable through external collisions, during use, or during reprocessing. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Additionally, the investigation uncovered several observations not reported by the customer. The instrument was found to have indentations/burrs on the edges of the distal idler pulleys. Known causes of this failure include damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. The instrument was also found to have scratch marks/abrasions on the edge of the bipolar yaw pulley, on both sides. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. Known causes of this failure include mishandling/misuse. Further, the instrument was found to have damage to the conductor wire¿s insulation. The conductor wire was found nicked, with no exposed internal wire. No thermal damage was observed, and there were no missing pieces of the insulation. The instrument passed the electrical continuity test. Finally, the instrument was found to have various scratch marks on the main tube, with light material removed. The scratch marks were .064¿ - .215¿ in length, and they were not aligned with the tube axis. Known causes of this failure include damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against the cannula.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a cable at the wrist of the fenestrated bipolar forceps instrument broke. This occurred 30 minutes after the procedure began. As the superior pulmonary vein was being isolated, the broken cable slid over the vessel, causing approximately 200 ml of blood loss. The bleeding was resolved with the use of gauze and sutures. As a result of this issue, the procedure was converted to thoracotomy. Per the customer, the patient tolerated the procedure conversion well, with no additional injury. No post-operative complications occurred. No anatomical factors nor unexpected movement of an intuitive surgical, inc. (Isi) device were reported to have caused or contributed to the bleeding. No blood transfusions were required. The surgeon did not know what caused or contributed to the broken cable; the instrument was inspected prior to use, and no damage or anything out of the ordinary was observed.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been returned to for evaluation. A review of the site's system logs for the reported procedure date could not be performed at this time due to insufficient event information. The reported procedure could not be found in the logs. Per the device logs, the reported instrument was not used on the reported event date of (B)(6) 2023. The instrument logs reveal that the instrument in question was last used at the site on (B)(6) 2023. Two fenestrated bipolar forceps instruments were reported for the same event. The customer confirmed that these issues occurred during the same procedure; however, the details regarding the number of events that occurred are unclear. In the absence of clarifying information, both records will be reported as adverse events and malfunctions. This medwatch report (MFR report number) represents one of the reported fenestrated bipolar forceps instruments. A separate medwatch report (MFR report number 2955842-2023-20214) was submitted for the other fenestrated bipolar forceps instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.